Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the neuro tip was drilled and that the device failed cutter insertion as the cutter device could not be fully inserted into the device. It was further observed that the bearings were corroded and worn out. It was determined that the failed cutter insertion was caused by the bearings being worn out and loose, which created a situation where the cutter was not able to be inserted. It was determined that the bearings were no longer in axial alignment and did not allow the cutter to pass through. It was determined that the drilled tip was caused by the cutter device being improperly loaded into the attachment device and then installed onto the drill device, the cutter did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the cutter in compression. At that point, the tip of the cutter was in direct contact with the neuro tip of the attachment. When the drill was started, the cutter drilled into or through the neuro tip. It was determined that the device failed cutter insertion caused by the bearings being worn out and corroded was consistent with normal wear over time. It was determined that the neuro tip on the device being drilled was caused by user error. The assignable root causes were component damage by user error and worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the bearing was damaged on the craniotome device. During the pre-repair diagnostics assessment, it was determined that the neuro tip was drilled and the device failed cutter insertion as the cutter could not be fully inserted into the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.